Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: upon using the cannula to flush with sodium chloride prior to commencement of chemotherapy there was leakage noted where the giving set meets the q syte needle free connector- the cannula was removed from the patients and patients chemotherapy was delayed as patient had to have new cannula inserted

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-07. Investigation summary: bd received two 20 gauge nexiva dual port closed IV catheter systems from lot 0282091 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the unit and their extension lines. Next, a water/air leak test was performed on both units but no leakage was observed coming from the units or their components. Additionally, there were four q-syte units returned attached to nexiva systems. Each nexiva device had two q-syte units attached to it. Upon initial visual inspection, no damage was observed to the top or bottom bodies of the attached q-syte units. However, there appeared to be some tears to one of the units attached to the first device. This damaged q-syte unit appeared to leak when tested but no leakage was observed in the other units. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause for the observed damage to the q-syte could not be determined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: upon using the cannula to flush with sodium chloride prior to commencement of chemotherapy there was leakage noted where the giving set meets the q syte needle free connector. The cannula was removed from the patients and patients chemotherapy was delayed as patient had to have new cannula inserted.